Event description:
Clinical adverse event received for intraop bone fracture - femoral. Event is serious and is considered moderate. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2022, date of event: (B)(6) 2022, (right knee). Treatment: open reduction internal fixation.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this complaint was not returned for investigation. The photo investigation found nothing indicative of a device nonconformance. The investigation of the radiographs provided was unable to identify whether the wires and screws shown are manufactured by depuy synthes. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Clinical notes and operative notes indicated that "on (B)(6) 2010, the patient had a right hybrid total hip arthroplasty to address osteoarthritis. The patient has a medical history that included cerebrovascular accident, and peripheral neuropathy. Depuy components were implanted during this procedure. (B)(6) 2022 patient is status post right hip and left knee replacement with right knee pain. Patient is reported to have a lot of contractures on the left side due to a previous stroke. Patient reported having a fall shortly after returning home after previous knee replacement and had some wound dehiscence which was treated nonoperatively. An aspiration was done that came back negative for infection. The surgeon reported that the patient has significant osteolysis around the femoral component and has some interface changes around the tibial component. On (B)(6) 2022, the patient had a revision right total knee arthroplasty, all components, and open reduction internal fixation distal femur fracture with cerclage wires and synthes large fragment screws, due to chronic infection. The indications for surgery included pain, redness and swelling around the knee. Inflammation markers are elevated. The surgeon drilled holes in the bottom of the insert for cement digitation. The surgeon used a bur on the implanted depuy components (off-label) the surgeon noted that there was a longitudinal crack in the dorsal cortex femur, which was stabilized with 3 cerclage wires and 2 screws. Depuy components were implanted along with depuy cement."

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and b7. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.